Manufacturer narrative:
An event regarding revision involving a triathlon insert was reported. The event was confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation:a review of the provided medical records by a clinical consultant stated the following comment: patient who received a knee arthroscopy without patellar resurfacing and polyethylene exchange. No device related factors were contributory to the event. The failure to resurface the patella with a preoperative finding of arthritis may have contributed to her initial complaints leading to the revision surgery. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has had persistent pain and swelling in knee in the anterior aspect of the knee right after surgery and it never went away. X rays were done and there was possible wear on the undersurface of the patella. Patient was unsure about getting a revision done and wanted to continue with conservative measures. Knee was aspirated with showed negative for infection. Patella resurfacing and liner exchange was scheduled on (B)(6) 2019 for surgery on (B)(6) 2019.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has had persistent pain and swelling in knee in the anterior aspect of the knee right after surgery and it never went away. X rays were done and there was possible wear on the undersurface of the patella. Patient was unsure about getting a revision done and wanted to continue with conservative measures. Knee was aspirated with showed negative for infection. Patella resurfacing and liner exchange was scheduled on (B)(6) 2019 for surgery on (B)(6) 2019.